Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. Of note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements. Technical services (ts) was consulted and confirmed the shock impedance had been gradually increasing since the earliest device data available in latitude (approximately (B)(6) 2019). It was noted the first red alert for out-of-range shock impedance was on (B)(6) 2020 with a value of 126 ohms. In-clinic lead troubleshooting was recommended. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements. Technical services (ts) was consulted and confirmed the shock impedance had been gradually increasing since the earliest device data available in latitude (approximately april 2019). It was noted the first red alert for out-of-range shock impedance was on 29-november-2020 with a value of 126 ohms. In-clinic lead troubleshooting was recommended. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Of note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.